Manufacturer narrative:
(B)(4). Date sent: 6/18/2021 d4: batch # u5dn43. H6: component code: mechanical(g04), others(g07), safety (g06). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the anvil bent upwards and with two gst60w reloads. The reload "b" was received fully fired and the reload "c" was returned partially fired 1/16. No functional test was performed due the condition of the returned device, however, no anomalies were noted in the opening and closing function of the device. The event description is confirmed due to the condition of the returned device and it is related to an improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Additionally, it is possible that while loading the reload, it was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload leading to an incomplete firing cycle. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: what anatomical structure was the device used in? Lung was the patient submitted to preoperative radiotherapy or chemotherapy? Yes was the device difficult to close? No was the force to fire higher or lower than expected? Normal what troubleshooting steps were taken to open the device? Those indicated in the manual how was the device finally removed from the patient? After maneuvers opened how did this lead to bleeding? Tore the tissue how was the procedure completed? With manual suture.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was device used on? Did the patient undergo preoperative radiation or chemotherapy? Was the device difficult to close? Was the force to fire higher or lower than anticipated? What troubleshooting steps were taken to open device? How was device eventually removed from patient? How did this lead to the bleeding? How was the procedure completed?

Event description:
It was reported that the stapler had difficulty unlocking, even after unlocking maneuvers. Jaw remained closed holding the tissue. Manual suture and infusion of blood bag required.